Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) post-surgery was emitting a constant tone. The magnet was applied, but the device did not beep, just continued to emit the tone. The device was deactivated for surgery. Additional information was received stating the device was explanted at a later date for high defibrillation thresholds.